Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was confirmed by review of pictures. Visual evaluation of supplied photos show bent locking ring, no further information can be gained from the photos. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the liner would not seat due to a deformed c-ring. No further event information available at the time of this report.